Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump alarmed hardware low level failure during self-test. The customer¿s blood glucose level was 400 mg/dl. Fill cannula was recorded in daily history. The customer treated high blood glucose with bolus. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not allege under delivery on insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. The customer replaced the battery on the insulin pump but then received another hardware low level failure alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, pump error 63 alarm (variable info = 03) confirmed in the device history due to broken trace on keypad assembly.